Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 19-aug-2025, it was reported that a beta bionics ilet user¿s device became inoperable after the touchscreen cracked when it was accidentally dropped while attempting to place it on the charger. A replacement device was arranged. Blood glucose was not affected.